Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error alarm during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 105 mg/dl. The customer was assisted with troubleshoot. The device was found to have been exposed to high magnetic field. The device also had motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.